Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead had an apparent fracture and was sensing noise. The rv lead pace/sense portion was capped and replaced with a new lead and the high voltage portions of the rv lead remain in use. No patient complications have been reported as a result of this event.